Manufacturer narrative:
The investigation did not identify a product problem. Based on a review of the data, there was no indication of miscalling based on the pcr signal data from the hbv detection channel, and no anomalies were identified in the result-calling algorithm that could have led to erroneous outcomes. The provided data did not reveal or indicate any hardware issue or a product issue with the cobas® mpx assay. This is further supported by the valid quality controls. A review of available worldwide customer real-time data of cobas® mpx lot m17104 did not indicate a product issue with the complaint lot. Therefore, a systemic product issue was not indicated.

Event description:
There was an allegation of a discrepant hbv result with the cobas® mpx assay for one donor pool sample tested on a cobas 5800 analyzer. The customer pooled 3000 negative samples for retention testing before release. During the confirmatory step, one sample returned an hbv-positive signal. However, all subsequent replicates of the same specimen were negative.

Manufacturer narrative:
The cobas 5800 serial number was (B)(6). The investigation is ongoing.